Manufacturer narrative:
Insulin pump was received with severely damage/cracked and bleeding lcd glass, minor scratched display window, cracked display window corner, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he fell and the insulin pump's screen shattered. The customer could not read the screen. Customer's blood glucose level was 232 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.